Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The cardiosave intra-aortic balloon pump (iabp) underwent a recall due to issues with its software. As part of the corrective action, the software version was changed from c.06 to b.07. However, following this update, the device failed to start.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field safety engineer (fse) was dispatched to evaluate the unit. The fse reported that the device cannot be turned on, the video board is faulty. After replacing the video generator board (d670-00-1182), the functional parameters of the device are tested and delivered for clinical use normally.

Event description:
N/a